Event description:
It was reported that the manufacturer's system's touchscreen monitor was cracked/chipped on the corner with sharp edges and missing material observed. There was no patient involvement. No user injury reported. This product problem is being reported because the touchscreen monitor was cracked/chipped exposing sharp edges that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. At the customer site, a field service engineer replaced the cracked/chipped intrasight mobile system's touchscreen monitor.

Manufacturer narrative:
Block h3: the touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with missing screen material, resulting in sharp edges. Block h6: the complaint codes listed in the initial MDR remain acceptable (10- type of investigation, 3252- investigation findings, and 61- investigation conclusion). Based on the returned screen, the probable cause is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.